Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 2.5 pump. A "persistent" access site bleed developed during support. Beyond adjusting the fixation angle, the patient required a vascular suture and 2 units of red bloods cell delivered.